Manufacturer narrative:
Concomitant products: addrl1, ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance over the last several months. The rv lead also exhibited chronic elevated thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.